Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.5/2.5/51 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced lens rotation. On (B)(6) 2022 the lens was repositioned but this did not resolve the problem. Lens remains implanted. The cause of the event was reported as a patient related factor. And noted "undersizing and rotational instability even if vault is acceptable".

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens haptic torn, deformed and stretched out. Dimensional inspection found the lens width within specifications. Overall length (diameter) measurements could not be performed due to haptic footplates damage. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2022; the lens was explanted and later the same date replaced with a longer length lens and this resolved the problem. Claim#: (B)(4).